Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause was noted to be due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had damage on cable unit and water tightness was lost due to poor water tightness of the cable unit. There was no patient involvement.